Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a discolored verify screen with vibratory features only. No tactile issues were found with the buttons. Unrelated to the complaint, battery compartment cracks were found below the grip pad and on the side in the threads area. The bolus button cover was torn while the button responded properly. The keypad cover was peeling while the buttons responded properly. Removal of the cover did not find any contamination under the button contacts. The auditory feature was not operating. Pump casing was open and a misaligned spring contact was found with the auditory assembly. Auditory function was restored when the height of the contact pin was adjusted.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display was dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).